Event description:
When pt went to add multi-vitamins to their total parenteral nutrition, the port tip of the total parenteral nutrition bag came off, and total parenteral nutrition started spilling out.